Event description:
There was an allegation of questionable calcium gen.2 results for "several" patient samples on a cobas 8000 c702 module. Only one example was provided. The initial result was 6.4 mg/dl, and the repeated result was 9.2 mg/dl. The repeated result was obtained on another module and was believed to be correct. The samples were repeated because the staff noticed a high frequency of critical results.

Manufacturer narrative:
The reagent lot number is 882078. The expiration date was not provided. The calibration and qc were acceptable. The field service representative replaced the gear pump head. He found that the clip on the rinse mechanism was partially detached. He replaced the clip but found a crack in the clip mounting point. He replaced the arm on the rinse mechanism and ensured that the clip remained seated. He performed checks and tests with acceptable results. The investigation determined that the service actions resolved the issue.